Manufacturer narrative:
One elite preamp cable was received for product evaluation. The suspect cable was tested with patient simulators and there were low st02 readings that displayed. The readings would spike or drop when the cable was flexed near the channel 2 display port. There was an error message noted of ¿unstable signal¿ that displayed during this time. Further inspection of the suspect cable found a broken buss wire under the copper foil shield at the preamp printed circuit board. This issue had been previously addressed by adding length to the buss wire for all preamp cables manufactured after (B)(6) 2018. This preamp cable was manufactured prior to the manufacturing change, (B)(6) 2017. The device history record review was completed and all manufacturing inspections passed with no non-conformances. The record of servicing has been reviewed and there is no previous related record. The reported issue was confirmed by evaluation. This was before patient monitoring, there was no patient involvement and no inappropriate patient treatment administered. With any patient parameter displays, the readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The product is expected to be returned for product evaluation; however, it has not arrived. When the findings are available a supplemental submission will be sent. The device service history record review is pending. When the results are available a supplemental submission will be sent.

Event description:
It was reported that there were low patient parameter values that displayed during setup with the foresight elite preamp cable. They exchanged the sensor and received the same low values. They exchanged the preamp cable for a different cable and they were able to proceed without further incident. The biomed tested the suspect cable by applying a connected sensor to his own arm and the values were at 20-25. He usually gets 60-80. There is no further information available. There was no patient involvement. There was no inappropriate patient treatment administered. There are no patient demographics.

Manufacturer narrative:
Reference CAPA-20-00141.